Manufacturer narrative:
Product event summary: image files and the pscc100 catheter with lot number 0012387348 were returned and analyzed. Two images files were analyzed. The first image file showed the catheter in a bag and the spiral array was inverted. The second image file showed the catheter box showing the cfn and catheter box with lot number pscc100 with lot 0012387348. The catheter pscc100 with lot number 0012387348 was received without the guidewire threaded through. The guidewire lumen was received retracted, and with an inverted array loop assembly. The shape of the catheter array was inverted, and the distal arm knotted over the guidewire lumen at the vicinity of the tip. X-ray imaging confirmed the integrity of the nitinol array wire and properly attached at the tip and at dual lumen. The electrode wires were intact without breakage or detachment from the electrodes. The slide control function was stiff despite softening of the guidewire lumen using disinfectant to dilute potential dried blood. Steering function was normal, with the distal catheter tip responding with approximately 170 degree (°) rotation in both directions. The catheter was not reprogrammed as the catheter condition would not permit ablations to be perform using a generator. No other tests could be performed due to the returned condition of the catheter. In conclusion, the reported "array knotted" issues were confirmed through inspection and the catheter failed the product return inspection due to due to a damaged and knotted array assembly pebax. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during pulsed field ablation, after completing all pulsed field ablation lesions, and the catheter was being manipulated to be removed from the left atrium. The catheter was noticeably difficult to pull into the sheath and had an unusual shape on image but the sheath was able to be recaptured. The catheter and guidewire was removed from the patient and a knot was noted on the array. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.